Manufacturer narrative:
The pump was received in a condition which made analysis impossible. Upon turn on and start-up, the device gives constant air-in-line or occlusion alarms on all channels. The customer cassette was not available for testing. A long term drip test was performed and no freeflow/dripping occurred.

Event description:
The pump was rec'd in the biomedical engineering dept with an unsigned note that read: "pump not working." When tested, it was noted that a steady drip occurred even when all the lines were turned off. The device was initially sent to the pharmacy dept with the above note. They also had no info regarding user/nursing unit/ pt and could not track the pump to the user for more info. There was no incident report written. There have been no reports of any adverse pt events with this device.